Manufacturer narrative:
Investigation summary: no product or photo was returned by the customer. The customer complaint that the port occluded was unusable and unable to push IV medication through port could not be verified due to the product not being returned for failure investigation. A device history record review for model 2426-0007 lot number 20069049 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 30jun2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents.

Event description:
It was reported that while using a alaris pump module smartsite infusion set gem 20dp ckv 3ss dehp free the port occluded was unusable and unable to push IV medication through port. There were three occurrences of this issue. The following information was provided by the initial reporter: verbatim: hello, I have another product complaint to report. This involves the bd alaris pump infusion set, 3 smart site (y sites) back check valve ref #2426-0007. It was reported that on (B)(6) 2021 at 1000h: the port closest to the patient occluded and was unusable-the nurse was unable to push IV medication through the port. Lot number was (10) 20069049. The nurse did not provide the complaint sample, nor any unopened samples of the lot #. No injury and/or exposure reported by nurse. No patient harm reported by nurse.